Manufacturer narrative:
Concomitant medical products: product ID: 8781 lot#: 0210489339, implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (concentration: 2000, dose rate: 580) via an implantable pump. It was reported that the company representative received a phone call from a healthcare professional who had a young patient (27 years old) that they were treating for many years in their clinic. The patient suffered from severe dystonia and was being treated with deep brain stimulation (dbs) and intrathecal baclofen. It was noted that this patient also became paraplegic and suffered from spasticity. The patient has had many revisions with their dbs leads along the years, and in 2016 the patient received her pump. In 2020, the patient had a revision of the spinal catheter since they saw via magnetic resonance imaging (MRI) a cyst in the spinal. The date (B)(6) 2020 is considered an approximate date of event regarding revision (specific year known only). It was noted that this wasn¿t the first time they saw a cyst and did a surgery, and that there was also a spine surgeon that had been involved. The physician claimed that every time the cyst was growing, their dystonia and spasticity would increase, and they saw many, thought via in MRI, like a spinal collection. It was noted that the dbs and pump were working well with no complaints. The healthcare provider wanted to get a consultation with someone/physician that would be able to look at the MRI and provide feedback. The healthcare provider would like to ask many questions and show the MRI. It was unknown if the issue was resolved as of (B)(6) 2022. It was unknown if surgical intervention was planned. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
H6 update: the previously applied device code a24 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the patient having become paraplegic, it was clarified that this was not a device issue. The physician wanted to get a name of a physician that he could consult. Regarding the report of a catheter revision in 2020 and that it wasn¿t the first time they saw a cyst, and if this was an ongoing issue with the same patient/catheter, it was indicated that this was the same patient. Regarding the revision, the dates of the procedures were unknown. It was indicated that the revision resolved the problem temporarily. No further troubleshooting or diagnostic tests were performed. Regarding the cyst formation in spinal, and if an occlusion at the tip of the catheter was suspected, it was indicated that this was suspected. Regarding if the issue was resolved, it was noted that the patient was at home, and the physician had asked the company representative to help them with finding a healthcare provider to consult with. The pump remained implanted and was working ok.